Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of versed and fentanyl. There was patient involvement, but no harm. Bd received additional information. It was reported that for versed, the ordered infusion rate was 2mg/hr. With concentration 250mg/250ml, adjust rate every 15 minutes by no more than 1 mg/hr. As needed to rass score of -5 up to a maximum dose of 30mg/hr. Per report, this medication was originally ordered and infusing since (B)(6) 2024 at 0000, however the concentration was 100mg/100ml ns. On (B)(6) 2024, versed bag 250mg/250ml ns began running at 20mg/hr. On (B)(6) 2024 at 0830, the rn noticed the bag was almost empty, just the drip chamber had fluid in it. The nurse called the pharmacy for a new bag. The pharmacist reportedly said too soon for a new bag based on rate the bag is running at. If the bag was running at 20 ml per hour for 10.5 hours, this would be 210 ml. For fentanyl, the ordered concentration was 2500mcg/250ml normal saline and to start infusion at 25mcg/hr., adjust rate every 15 minutes by no more that 25mcg/hr. As needed to keep pain less than 4 out of 10 (nrs) pain level score or less than 2 out of 8 (cpost) score up to a maximum dose of 200mcg/hr. This medication was originally ordered and infusing since (B)(6) 2024 at 0000. The fentanyl bag 2500mcg/250ml ns was started at(B)(6) 2024 at 0402 at 100mcg/hr. (10ml/hr.). At 0830, the rn noticed the bag had about 150ml left in it. 03 april 2024 at 0402 until about 0830, approximately 4.5 hr. Should have infused just 45 ml. The following are the fluids and medications infused via different large volume pump modules attached to the same pc unit: (B)(6) 2024 at 1430 d5 in water 1000ml with 150meq sodium bicarbonate infused at 60ml/hr. (B)(6) 2024 at 0542 doxycycline 100mg/100ml ns through the same pc unit but different large volume pump module. (B)(6) 2024 at 0637 vancomycin 1gm/250ml ns through the same brain but different large volume pump module. (B)(6) 2024 dexmedetomidine 400mcg/100ml ns. Bag hung (B)(6) 2024 at 2202 at 1.2mcg/kg/hr. (18.42ml/hr.) Through same brain but large volume pump module. (B)(6) 2024 phenylephrine 40mg/250ml ns. Bag began (B)(6) 024 at 1834 at 20 mcg/min (7.5ml/hr.), 1938 rate change 20mcg/min (7.5 ml/hr.), (B)(6) 2024 at 0118 rate change to 0ml/hr., at 0134 rate change 10mcg/min (3.75ml/hr.), at 0500 rate change 20mcg/min (7.5ml/hr.). The pumps were reportedly programmed manually using guardrails. The event was noticed shortly after the change of shift.

Event description:
It was reported that there was an over infusion of versed and fentanyl. There was patient involvement, but no harm. Bd received additional information. It was reported that for versed, the ordered infusion rate was 2mg/hr. With concentration 250mg/250ml, adjust rate every 15 minutes by no more than 1 mg/hr. As needed to rass score of -5 up to a maximum dose of 30mg/hr. Per report, this medication was originally ordered and infusing since (B)(6) 2024 at 0000, however the concentration was 100mg/100ml ns. On (B)(6) 2024 , versed bag 250mg/250ml ns began running at 20mg/hr. On (B)(6) 2024 at 0830, the rn noticed the bag was almost empty, just the drip chamber had fluid in it. The nurse called the pharmacy for a new bag. The pharmacist reportedly said too soon for a new bag based on rate the bag is running at. If the bag was running at 20 ml per hour for 10.5 hours, this would be 210 ml. For fentanyl, the ordered concentration was 2500mcg/250ml normal saline and to start infusion at 25mcg/hr., adjust rate every 15 minutes by no more that 25mcg/hr. As needed to keep pain less than 4 out of 10 (nrs) pain level score or less than 2 out of 8 (cpost) score up to a maximum dose of 200mcg/hr. This medication was originally ordered and infusing since (B)(6) 2024 at 0000. The fentanyl bag 2500mcg/250ml ns was started at (B)(6) 2024 at 0402 at 100mcg/hr. (10ml/hr.). At 0830, the rn noticed the bag had about 150ml left in it. (B)(6) 2024 at 0402 until about 0830, approximately 4.5 hr. Should have infused just 45 ml. The following are the fluids and medications infused via different large volume pump modules attached to the same pc unit: (B)(6) 2024 at 1430 d5 in water 1000ml with 150meq sodium bicarbonate infused at 60ml/hr. (B)(6) 2024 at 0542 doxycycline 100mg/100ml ns through the same pc unit but different large volume pump module. (B)(6) 2024 at 0637 vancomycin 1gm/250ml ns through the same brain but different large volume pump module. (B)(6) 2024 dexmedetomidine 400mcg/100ml ns. Bag hung (B)(6) 2024 at 2202 at 1.2mcg/kg/hr. (18.42ml/hr.) Through same brain but large volume pump module. (B)(6) 2024 phenylephrine 40mg/250ml ns. Bag began 02 april 024 at 1834 at 20 mcg/min (7.5ml/hr.), 1938 rate change 20mcg/min (7.5 ml/hr.), (B)(6) 2024 at 0118 rate change to 0ml/hr., at 0134 rate change 10mcg/min (3.75ml/hr.), at 0500 rate change 20mcg/min (7.5ml/hr.). The pumps were reportedly programmed manually using guardrails. The event was noticed shortly after the change of shift.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.